Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probable cause of image noise was damage on circuit board of scope-connector. The most probably cause of corrosion was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image snowflake and air/water nozzle had corrosion. There was no patient involvement.